Event description:
The user facility reported that during an operation the hinge pine from the grasping forceps came off and dropped into the pt's cavity. The hinge pine and a small metal piece were removed from the pt. Based upon the supplied photographs of the pin and metal piece, all the pieces should have been accounted for. However, there was no info indicating an x-ray was performed. There was no reported injury. On 6/9/08, additional info - it was reported by the (B) (4) distributor that they could only confirm the device was used during a laparoscopic procedure in the abdominal cavity, no specific info was available from the healthcare facility. The surgeon confirmed that an x-ray examination proved beyond doubt that no part of the device was left in the pt.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info. Integra lifesciences corp is filing on behalf of the initial distributor j. Jammer surgical instruments.